Event description:
It was reported that a week after an lar procedure, the pt presented with a post operative leak. It was on the posterior portion of the circular stapler line. The device performed well during the initial surgery. The anastomsis was tested with no air leaks during initial surgery. It can not be determined what contributed to the post op leak. The pt was re-operated on and was left with an end colostomy and a rectal stump, hopefully to be re-anastamosed at a laser date. The pt is doing well with no further consequence reported.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.